Event description:
Hill-rom received a report from the account stating the hilow would self-run when the bed is plugged in. The bed was located in (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech removed the bed and brought it back to the hill-rom service center for eval. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.